Event description:
The pt came for a routine device check. It was noted that this rv lead had loss of capture and high thresholds, but it still had adequate sensing. Currently this lead remains implanted, although it was noted that the pt will most likely be brought in for a new rv lead placement.